Event description:
It was reported the pt experienced bloating and overdose symptoms following her last 4-5 refills over the past 2 years. The pt was getting refills every 4 months. The pt had also been having "serious medical troubles on and off for a couple of years". Following the last refill, the pt experienced a lack of pain relief, bloated stomach, and psychological issues. The pt's spouse was concerned that during the refill, the drug was either not getting into the pump or the pump may have been leaking. The ER hcp indicated the pt's symptoms were consistent with taking too many opioid drugs. The pt was admitted to the hospital for 2-3 weeks at the time of the report. Pt was unresponsive at two different times on (B) (6) 2010 night. The pt was in serious condition. The drugs in the pump were bupivacaine, dilaudid, and clonidine. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).